Event description:
It was reported that during the implant attempt, the physician was unable to deploy the lead fixation lobes, leading to a dislodgement. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed. Analysis revealed the overlay tubing of the lead was observed to have blood ingression. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.